Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 30-mar-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with a portion of the lens stuck inside of the cartridge tip and overridden by the plunger rod. A rubber tube could be observed to be stuck inside of the cartridge tip as well. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues could be identified. The lens was removed from the cartridge and cleaned, revealing that the lens was torn on the optic as well as the spare tire around the haptic torn. The haptic could also be observed to have a detached section. Complaint issue "dc-haptic damage" was not identified during photo and product evaluation. A failure investigation was generated due to the plastic tube received with the sample. There is no allegation from the customer regarding this plastic tube, the complaint was regarding haptic damaged failure. Customer follow up were completed to clarify if this plastic tube was received with the device but no customer response was received. The material was sent to an external laboratory for fourier transform infrared (ftir) testing. The bulk of the plastic material is identified as a silicone species similar to polydimethylsiloxane (pdms). The cartridge supplier was contacted to confirm if they used similar type of silicone tubing at any step of the process. An evaluation of the three injection molding machines use for molding platinum (B)(6) confirm that this type of silicone tube is not used as part of the cartridge production. In addition, the simplicity handpiece supplier was contacted to confirm if they used similar type of silicone tubing at any step of the process. There is no transparent tubing used as part of the simplicity handpiece production. Complaint history report and device history record were reviewed. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number, voided file. No escalations are required. A search of corrective and preventive action (CAPA) and non-conformances (nc) revealed no CAPA/nc related to the complaint issue reported. Conclusion: based on the investigation results, no assignable cause could be traced back to manufacturing process regarding the plastic tube received with the device. Assessment was performed, and there was not identified that this type of silicone tube is used in manufacturing process. There is no product deficiency identified or malfunction determined to be associated with the manufacturing process. The product was manufactured according to the established procedures and in compliance with their intended use. Considering an assignable cause could not be traced back to the manufacturing process, no further escalation is deemed necessary. Johnson and johnson surgical vision will continue to monitor this type events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and patient ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting the pre-loaded dcb00 intraocular lens (iol) into the patient's operative eye, the leading haptic looked creased in the cartridge and the doctor decided not to use the lens; only the cartridge tip had patient contact. There was no patient injury, no medical intervention, and no surgical intervention. Another lens with the same model and diopter size, dcb00 18.0, was implanted. Patient status post-procedure was reported as fine. No further information is available.